Event description:
A malfunction was reported, displaying code malf 12. The customer's blood glucose level exceeded 500 mg/dl, with the specific value unknown and displayed as "high." No actions were initially taken by the customer to address the high blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurs.